Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that customer performed fill tubing and no insulin exited after he delivered 15 units. The blood glucose level was 165 mg/dl at the time of incident. Customer was checked reservoir status and it was reflecting 130units but loaded 40 units. Customer did not received insulin flow block alarm. Customer repeated same process more than 4 times and self test and did not encounter any problems. Insulin pump passed the displacement test. Customer reported issue with the reservoir that it cannot get insulin from vial due to plunger issue. Customer's father felt unconfident that the pump was still working properly. The insulin pump will be returned for analysis

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).